Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient started getting high readings on her dexcom device and when she took a bg reading it was 412 mg/dl while cgm reading was 302 mg/dl. The patient was experiencing racing heart, nausea and headache. At home her omni pod 5 made corrections and provided 3 units of insulin (approx) patient also mentioned that she was not sure if her pod provided her proper amount of insulin, and mentioned she also changed her pod. According to the patient around 09:30 a.m. Due to the symptoms, along with someone she went to the hospital by herself and did not call 911. She stayed at the emergency room (ER) for 2 hours, they took bg and her reading was 363 mg/dl and they treated her IV fluids and she was discharged. Her blood glucose reading was 220 mg/dl from bg meter when she was discharged. Patient mentioned she already removed her sensor and inserted a new one. At the time of the report the patient was stable and better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. When the patient was discharged, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.